Event description:
The patient was admitted 4 days post index procedure (2008) with flash pulmonary edema and an anterior non q-wave myocardial infarction. Peak ck was greater than 5 times above unl and troponin was greater than 5 times above unl. The patient went to the cath lab the following day. The cypher stent was patent but there was a 50% "stenosis" at the distal end of the stent in the lad, presumably a stent thrombosis. A cypher 2.5 x 13mm stent was placed distally to the index cypher. The physician's opinion of the cause of the thrombosis was a reference diameter of less than 2.5mm. At the 1 month follow-up (2008), the patient was experiencing angina pectoris. The report is from the study. The patient was a male with a history of previous pci (with thrombosis and revascularization), hypertension, hyperlipidemia, smoking, diabetes, myocardial infarction, congestive heart failure, gastroduodenal ulcer, and a family history of coronary artery disease. The indication for the index procedure was acute myocardial infarction, less than 6 hours before the procedure. Peak ck was less than 2 times above upper normal level (unl) and troponin was greater than 5 times above unl. Post-procedure cardiac enzymes were the same. The first target lesion was the proximal left anterior descending artery (lad). Vessel diameter was 2.5mm and the lesion length was 18mm. Pre-procedure stenosis was 95% and timi flow was 3. The lesion was a focal restenosis of an unknown bare metal stent. The lesion was not ostial, irregular contour, and not calcified or tortuous. The lesion was pre-dilated with a 2 x 12mm balloon at 8 atm. A stent was deployed at 15 atm. The stent was post-dilated with a 3 x 15mm balloon at 20 atm because it was not fully expanded. Post-procedure stenosis was 0% and timi flow was 3. The 2nd target lesion was the mid right coronary artery (rca). Vessel diameter was 2.25mm and the lesion length was 18mm. Pre-procedure stenosis was 99% and timi flow was 3. The lesion was a diffuse restenosis of an unknown bare metal stent. The lesion was ostial, angled, concentric, and a type c classification. The lesion was pre-dilated with a 2 x20mm balloon at 8 atm. A second stent was deployed at 14 atm and post-dilated because it was not fully expanded. Post-dilation was conducted at 2.5 x 15mm balloon at 26 atm. Post-procedure stenosis was 0% and timi flow was 3. The patient was discharged the following day.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis, as it was still implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events and angina are a known potential adverse event associated with implanting coronary artery stents. Review of the available information suggests that the patient's extensive medical history may have contributed to the reported events.